Manufacturer narrative:
Date of event was approximated to (B)(6) 2011, implant procedure date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used on the same patient: the obtryx system device. Refer to manufacturer report #3005099803-2022-04827 for the associated device information. It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a diagnostic hysterectomy, novasure endometrial ablation, inclusion wall cyst removal, obtryx mid-urethral sling insertion, anterior/posterior colporrhaphy and cystoscopy procedure performed on (B)(6) 2011 for the treatment of menorrhagia, vaginal wall inclusion cyst, stress urinary incontinence, cystocele and rectocele. The patient reportedly tolerated the procedure well and was sent to the recovery room in a stable condition. Reportedly, a urodynamic tests showed that the patient experienced a relapse of stress urine incontinence after the implantation. In order to resolve the issue, the doctor and patient talked about the idea of performing a cystoscopy and insertion of a retropubic mid-urethral sling. An advantage fit system device was implanted into the patient during a cystourethroscopy and retropubic mid-urethral sling insertion procedure performed on (B)(6) 2018 for the treatment of stress urinary incontinence. Additionally, the patient tolerated the procedure well and was sent to the recovery room in a stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.